Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the procedure was being performed on a female patient (pt.) In the burn unit. The spring wire guide (swg) was removed with the catheter from pt during the procedure because, the swg began to unravel. Additional information received from the sales representative & physician on (B)(6)2010 stated, he was attempting to remove the swg through the access needle & significant resistance was met while attempting to pass the swg forward. The swg was removed intact along with the catheter. An x-ray was performed & showed nothing was retained in the pt. The physician stated, he made sure to keep the bevel low. His practice is to orient the bevel of the needle counter to the black number markings on the syringe. He then keeps the black markings facing up as he injects the needle, so he always knows that the bevel of the needle is the longer side under the swg. Another kit was opened & used on pt. There was no morbidity or mortality from this episode. Pt is still hospitalized due to her injuries.